Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with high blood glucose levels of above 800 mg/dl. Troubleshooting was performed and the insulin pump passed all required tests. All programming was correct on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete the best of our knowledge.